Event description:
Procedurea: open gastric bypass. Reportedly, the instrument would not open after the second firing. Surgeon opened another instrument, had to transect on both sides, to remove the instrument. No further pt injury reported.